Manufacturer narrative:
Continuation of d10: product ID neu_unknown_cath serial# unknown product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving unknown drug via an implantable pump for non-malignant pain indications for use. It was reported that the company representative was called in to permanently shut down a pump. The rep stated that the catheter was cut in another procedure unrelated to the pump and the physician planned on removing the pump at another time. He did not have any further information (drug etc) but he would file a follow report after this call. The tech services gathered information and provided shutdown code.

Event description:
Additional information was received from a healthcare provider reported that the catheter was removed during surgery as indicated per the surgeons discretion. The actions and interventions that were taken was turning the pump off allowing patient to heal and evaluate if the pump was still needed. The event was resolved at the time of this report.

Manufacturer narrative:
Continuation of d10: product ID 8780, serial# (B)(6), product type: catheter. H6; the previously reported codes a24, d14, g04105, f1905 and f12 no longer apply to this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.